Event description:
The facility reported failure code 810:04. Information was not provided regarding whether or not the failure code occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since that baxter service event. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or device programming.